Event description:
The facility reported an infusion pump with "turn on by itself" during biomed testing. The facility's rep stated that no pt injury was reported on this pump since the last baxter svc event.